Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced low blood glucose when she had a concussion and her insulin pump had delivered all the insulin inside the reservoir into her body. The customer treated her blood glucose with glucose tablets and glucagon. The customer explained that she had not received any alarms until she receive a low reservoir warning and saw what had happened. The customer's blood glucose was 44 mg/dl. The customer was subsequently hospitalized on (B)(6) 2015. The customer's blood glucose at the time of admission was 147 mg/dl. The customer did not recall any significant events leading to the low blood glucose. Advised customer to monitor the insulin pump and call back if issues persisted. Advised that a replacement insulin pump would be sent. Nothing further reported.